Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the osteotome broke off whilst embedded in the nasal bone leaving a fragment in the patient. X-ray was required. Procedure completed successfully with prolongation of 15-60 minutes. Reported patient outcome: fine. It is still under clarification if the metal fragment will be retrieved and how long was the exact prolongation time.